Event description:
It was reported that 9 minutes into a transurethral microwave treatment procedure, a bradycardia episode occurred. Nine minutes into the procedure, the pt started to not respond to verbal stimuli. The pt heart rate dropped to <25 beats per minute and the physician started chest compression. The procedure was aborted and the pt was transported to the emergency room by ems personnel. Pt was discharged home the next day and will have f/u visits with his cardiologist. It is noted that the physician feels that the pt had an underlying cardiac rhythm issue which was exacerbated by this procedure. No further treatments or sequela were reported. Pt is currently in stable condition.

Manufacturer narrative:
No device will be returned; therefore, no direct product analysis will be available. The device history record was reviewed. All mfg and qa testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was rec'd for analysis, it is not possible to determine the root cause of the event.